Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was returned with the handpiece attached to lcs disposable device. The device was removed from handpiece and it was noted the nose cone cracked. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. But, it is probable that the nosecone cracked could have contributed to getting a tighten assembly related error on the generator. The instrument was disassembled to inspect internal components. All the internal wires were found to be disconnected. The transducer assy. Was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assy. Until the internal wires got disconnected. In addition; the moisture indicator was positive and isolator was found torn. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal.

Event description:
It was reported that during a bypass procedure it was displayed on the screen "tighten the assembly." The customer did it but the issue persists. So another like device was used to finish the procedure. No patient consequence were reported.